Event description:
It was reported that the patient's inflatable penile prosthesis had a leak at the right cylinder tubing junction. The cylinders and pump were replaced with a new pump and 18cmx12mm cylinders. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.